Manufacturer narrative:
This product is not marketed in us. However, the similar device with product ID: kpx153rb with 510(k)# k101864 is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Information was received from the healthcare professional (hcp) via the manufacturer representative regarding an event which occurred during a spinal procedure in patient diagnosed with l2 fracture. It was reported that the cement leaked at the connection point of the bone fillers and multitap. A part of cement was lost. For the procedure it was not a problem because there was enough cement in the bone fillers. The procedure successfully. No patient injury /complication was reported.